Manufacturer narrative:
Determination of root cause: assessment: during phone support with the manager, refractive technical support, the site clarified that the surgery was completed without further problem, once they rebooted the system. The exact nature of the problem is not understood. It appears that when they went to begin the treatment, the system stated treatment was already started and then when they went to abort the procedure, the system stated that it could not be aborted since treatment had already begun. The technician did not remember the exact wording of the messages. Logfile review confirmed the system messages and interruptions. This occurred several times before the site rebooted the system and was able to complete the procedure without further issues. A mfg investigation was not performed as no parts were replaced. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: multiple error messages; laser would not fire; required reboot. A technician reported that the site encountered a problem during treatment and could not continue without rebooting the system. Once the system was rebooted, the surgery was completed without further problems. No pt or user harm was related to this issue.